Event description:
A user facility reported to olympus that they were unable to perform auto light adjustment and the image would "white out" when using an olympus, model 180 series scope with the olympus, model cv-190, evis exera iii video system center. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was could not be confirmed. The returned device was tested with multiple scopes and the device auto brightness adjustment verified to perform to olympus specifications. Additional evaluation findings are as follows:worn video connector latch, causing poor connection with video cables; software version 3.01 found installed (update to ver. 4.10 recommended). The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the worn-out video connector latch could not be identified. Olympus will continue to monitor field performance for this device.